Event description:
It was reported that the user experienced sustained hyperglycemia with a highest cgm reading of 283 while using the ilet system after dosing stopped due to a libre 3+ sensor expiration that went unnoticed, followed by eating popcorn; the user later replaced the sensor and performed a full supply change, and this was characterized as a usage issue related to device operation and interface comprehension. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified involving improper or incorrect procedure related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.